Event description:
The reporter stated the surgeon implanted a micl13.2 13.2mm implantable collamer lens in the pt right eye on (B)(6) 2012 and explanted on (B)(6) 2012. The surgeon did not like the way the lens fit in the pt's eye. The doctor waited one week before he decided to explant the icl due to no vaulting. The surgeon removed the natural crystalline lens and implanted an intraocular lens. The incision was not enlarged and no suture was needed. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. (B)(4) - lens vaulting, inadequate. Method: lens work order search. Results: visual inspection of the returned product found half of the lens is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).